Event description:
Pain mouth, inside cheek [oral pain]. Nipped at mouth [mouth injury]. Upon inspection was holding the bristle part of the brush in hand, which had come away from the actual toothbrush and had split - oral-b [device breakage]. Case narrative: a parent via e-mail stated that on (B)(6) 2023 whilst their son was brushing his teeth, they heard him being upset and on inspection he was holding the bristle part of the oral-b toothbrush head in his hand, which had come away from the actual oral-b toothbrush head. The oral-b toothbrush head had split, which had nipped at his mouth also. No serious injury was reported. 21-jul-2023 follow up via digital safety assessment survey: the patient was a 6-year-old male. He did not see a medical professional. It was reported that he experienced mouth pain. No serious injury was reported. 23-aug-2023 case update from information initially received on 09-aug-2023: the suspect product was oral-b power oral care refills sensi ultrathin eb60. No serious injury was reported.

Manufacturer narrative:
25-sep-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Pain mouth, inside cheek [oral pain]. Nipped at mouth [mouth injury] upon inspection was holding the bristle part of the brush in hand, which had come away from the actual toothbrush and had split - oral-b [device breakage]. Case narrative: a parent via e-mail stated that on (B)(6) 2023 whilst their son was brushing his teeth, they heard him being upset and on inspection he was holding the bristle part of the oral-b toothbrush head in his hand, which had come away from the actual oral-b toothbrush head. The oral-b toothbrush head had split, which had nipped at his mouth also. No serious injury was reported. 21-jul-2023 follow up via digital safety assessment survey: the patient was a 6-year-old male. He did not see a medical professional. It was reported that he experienced mouth pain. No serious injury was reported.